Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the phaco tip broke during phacoemulsification phase of the cataract procedure. The tip was removed during the procedure without consequences to the patient. The sample is not available for evaluation.

Manufacturer narrative:
The finish goods consumables lot was manufactured with one component phacoemulsification tip lot. A device history record review for the one lot was conducted and no anomalies were found. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. All phacoemulsification tips are 100% visually inspected by trained operators. Because a sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Event description:
A pharmacist reported that the end of the phaco tip broke during phacoemulsification phase of the cataract procedure. The broken piece was removed during the procedure without consequences for the patient. Additional information has been requested but not received to date.